Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.17 ng/ml on a patient presented in the ER with chest pain. I-stat results (ng/ml): sample a - 0.17. Sample b - 0.01 (new sample). Sample a - 0.09 repeat. Lab instrument - exo. Sample a - 0.07 ng/ml. The suspected discrepant results were released to the physician. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).